Event description:
Information was received from a patient who was receiving unknown morphine drug (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the patient inquired about receiving the pictures taken from their explant surgery on saturday ((B)(6) 2023) and their healthcare provider was interested in seeing them too. The patient mentioned that a medtronic representative was at their surgery. The patient stated "I wanted the pictures because the doctor said it'd be interesting." The patient clarified "since I was implanted, it just started ripping, even though it was stitched in. It was harder to get in the pocket the second time. I wasn't an overly active person, but it just started ripping and then I noticed it was going oblique so I tried to prevent it, but clearly I couldn't. It came out and it ripped. I was so sick, I didn't know how I was coming or going. I wasn't getting any medicine because of it."

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 16-apr-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative (rep) regarding the patient and healthcare provider information. The event date was 2021-08-29. The pump was replaced on (B)(6) 2021. The healthcare provider (hcp) downsized the pump from 40 ml to 20 ml. The pump was downsized because the larger pump was interfering with her waistline when wearing pants. There were no issues with the patient refills until late may/early (B)(6) 2022. She came for a refill and informed the hcp she had noticed her pump was bulging out and denied any injury to the area and denied she flipped the pump. The hcp was unsuccessful at filling the pump and moved the patient to xray and it was noted the pump had flipped. The patient immediately got off the exam table and stated, it has been flipping but I can flip it back and flipped her pump. The hcp spent a great deal of time explaining to the patient how this was unsafe, and she could damage the catheter etc. The hcp told her to refrain from flipping the pump. The patient had been scheduled two or three times for a pocket revision and to tact down the pump further. Next refill same thing occurred, and the healthcare provider (hcp) contacted another hcp and told him she was not comfortable filling the pump as the patient continued to flip the pump. The patient cancelled all those surgeries and then had to travel approximately two hours to see their hcp in a different office to take over her pump fills. The patient denied multiple times that she was flipping the pump on her own. She became non-compliant with direction given to her by the chp and the nurse practitioner. The hcp wanted to have her pump filled at home by pentac but the patient refused. The hcp told the patient that he was going to begin decreasing her pump settings and explant the pump due to her flipping it so frequently and she was not happy about this at all. I learned that the patient was scheduled twice for explant but again she cancelled the surgeries. The hcp finally told her if she did not keep the explant surgery on (B)(6) 2023 she could locate a different hcp to m anage her pump as she was being non-compliant with her treatment plan. The hcp told the patient that ¿pictures¿ were taken but only x-rays, no actual pictures. The center was unable to locate when I asked about them. The doctor told me that the catheter was disconnected from the pump from being flipped so much and the catheter was twisted behind the pump in the pocket. The hcp told the surgery center staff that it was not necessary to keep or send the pump or the catheter as this was all patient influenced. The patient was not an accurate historian over the years in the practice and has not been honest with several facets of her plan of care. The company representative spoke with the patient and informed her that x-rays not photos were taken and the pump and catheter were discarded per the surgery centers protocol.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.